Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, abdominal and pelvic pain, a return of her stress urinary incontinence, bleeding, vaginal infections and mesh erosion. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.